Event description:
It was reported that patient experienced an event of infusion set bent cannula on (B)(6) 2026. The blood glucose level was high at the time of event and the patient was treated via insulin by pen.

Manufacturer narrative:
Name- medtronic minimed. Street-18000 devonshire street. City- northridge. State- ca. Zip code- 91325. Zip four- 1219. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.